Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in the ureter during a stone retrieval procedure performed on an unknown date. During the procedure, the coil failed to retracted to remove from the patient, the coil detached and was left inside the patient. The patient was scheduled for another procedure to remove the coil and the remaining few small stones. There were no known patient complications as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.